Event description:
Incident description: perclose proglide was being used by the vascular surgeon and the device caused the artery to tear. From the operative report: "starting on the left side, an ultrasound was used to interrogate the left common femoral artery. Patency verified and picture was saved to the patient's chart. Micropuncture needle was used under real-time ultrasonography to access the left common femoral artery followed by mandril wire, microsheath, 0.035 bentson wire, 6-french sheath, preclose proglide xl suture was placed in the 10 o'clock position. The bentson wire was placed back in and then the proglide xl was placed in the 2 o'clock position. As I attempted to place it in the 2 o'clock position, the foot plate on the device would not retract into its normal location despite multiple movements of the device, and the device subsequently was stuck and could not initially be withdrawn and then ultimately was withdrawn, but caused some issues with regards to bleeding and at this point, I felt the best option was to plug the open area of the artery with an 11-french sheath, which was placed. Attention was then turned to the right femoral region and 3000 units of heparin had been given. Ultrasound was again used to identify patency of the right common femoral artery and a micropuncture needle was used to access the artery, followed by a mandril wire, microsheath, 0.035 bentson wire, 6-french sheath. Two proglide xl sutures were then placed, one in the 10 o'clock position and one in the 2 o'clock position in the standard technique using a proglide xl technique, and then the sheath was replaced with an 8-french sheath. Straight catheter was then used to place a 0.035 meier wire and an 8-french sheath had been placed; 7000 units of heparin were given. The right side was then serially dilated up with a 12-french then a 16-french and then the main device with a 36x14x103 was placed. Angiogram was performed to identify the level of renal arteries on appropriate obliquity. The graft was then opened in the standard fashion. The catheter was pulled back to the gate and the gate was cannulated. Verified position within the gate as the catheter was spun and the gate was hooked. The 0.035 meier wire was placed. The left internal iliac artery was marked and a 16x13x156 limb was placed. The rest of the graft was unsheathed on the right and then the right internal iliac artery was marked and a 16x13x124 limb was placed. Reliant balloons were placed, and angioplasty was performed to the proximal neck after it had been completely released and the hooks were set. The rest of the graft with kissing balloons techniques all the way down were angioplastied all the way down into the iliac arteries. There was no residual stenosis. Completion angiography showed no evidence of type 1 leak, questionable type 2, and no other endoleak present. The attention was then turned to the right femoral region and the perclose proglide sutures were placed down over bentson wire as the sheath was removed. There was minimal bleeding, the wire was removed, and these were tightened. Attention was then turned to the left groin, which was the problematic side. I placed 2 more proglide preclose sutures and then those were tightened down and appeared to have reasonable hemostasis as the bentson wire was removed. Adequate hemostasis was achieved. Protamine was given to reverse the effects of the heparin. A sterile dressing was placed on the femoral region. All needle counts, sponge counts, lap counts were correct. The patient tolerated procedure well and was taken to recovery room in satisfactory condition."